Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the miniarc precise sling system was implanted. Hydrodistention and anterior native tissue repair were also performed during the same procedure. Approximately 2 weeks following implant, the patient presented with severe groin pain on the right side. No additional patient complications were reported.